Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period dec 2019 through nov 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: (10/13/22) the device was returned to the factory for evaluation on 12/14/2021. An investigation was conducted on 01/25/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting handle. The gray silicone insulation on the base of the cold jaw was observed to be peeled away from the cold jaw exposing the metal base of the cold jaw. The detached silicone insulation was not returned for evaluation. The heater wire was observed to be intact, no visual defects were observed on the heater wire. Based on the returned condition of the device, the reported failure "peeled; jaw" was confirmed.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoviewhempro vh-3500 plastic tip broke off in the patient, they opened another kit to finish the procedure and to capture the piece that broke off, in the process of removing the broken piece it got burned during retrieval such that we don¿t have it to send in. The patient was not injured in any fashion. No additional incisions were made. No procedural delays. No injury to the patient.